Manufacturer narrative:
H10: the reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in april 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. Through follow-up communication livanova learned that no deviation from the device instructions for use were found in the disinfection procedure performed by the customer.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that fuse of a heater-cooler system 3t device fused and also residual current breaker of mains wall outlet was blown out after the switching on of the compressor. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The fuse of the device triggered when it was connected after testing and also the residual current circuit breaker of the mains socket, most likely due to a compressor damage. Since a repair of the compressor unit is not possible on site, a replacement device will be provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.